Manufacturer narrative:
(B)(4). Batch # r58e3g. The analysis found that one pve35a device was returned with no apparent damage and with one cartridge loaded in the device. The cartridge reload was received fully fired. The manual override door was out of position; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequent firings. The bailout system was reset and then, it was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. Event could not be confirmed as the device opened and closed without any difficulties noted. The knife reverse button worked properly during testing. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process. Additional information was received: the stapler was fully articulated at the time of the lock. The surgeon could not use the manual reverse and it was locked onto the vessel. The only way it opened was when the surgeon dearticulated the device.

Manufacturer narrative:
(B)(4). The lot/batch was not provided; therefore, the manufacturing records could not be reviewed. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that during a pneumonectomy procedure, using the device on the pa. Fired fully to the end and retracted. When surgeon went to open the device, the closing handle opened but the jaws did not. They waited (5+ minutes) called me to troubleshoot. Tried reverse button and manual override but this did not open jaws. Surgeon tried opening and closing the closing handle. After several attempts the jaws opened with the handle at the same time. There was no adverse event to patient. Staple line was as expected - sealed and cut well. There were no patient consequences reported.